Event description:
This is a case, which was reported to baxter (B)(4) on (B)(4) 2009. The complaint was received from edwards lifesciences on behalf of the (B)(6) hospital and refers to an incident involving accusol 35 5l with an unknown batch number. The reporter stated that the clampex attachment on the accusol bag detached from the main bag on 2 occasions on a sunday night shift. A sample was not available because the bag was discarded before serial numbers could be documented. No patient injury has been reported/confirmed by the customer.

Manufacturer narrative:
(B)(4). There was no sample available for evaluation since it was discarded, so the complaint was not confirmed. The lot number is unknown therefore a batch review was not performed. If additional information becomes available, then a follow up MDR will be submitted. The welding process of the connector valve to the solution bag has been upgraded as part of the introduction of new product line. We are confident that these corrective measures will help to eliminate this problem. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning (B)(4).